Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported complaint and replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. The iesu has been evaluated by the failure analysis (fa) team. Fa was able to confirm the reported complaint via the system logs. Visual inspection noted no issues which may relate to the reported event. However, front bezel was notably yellowed and will require replacement. Fa inspection was able to replicate the reported event; unit tested on golden system presented multiple errors on startup. Multiple errors were in generator logs. The probable root cause is attributed to faulty electrical component inside the iesu. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the erbe generator in the operation room encountered multiple errors a few minutes after a power surge. The caller stated that erbe was restarted to continue the procedure. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed logs and verified 1-87 and c-83 errors pointing to the erbe. Due to the caller reporting multiple error codes, tse believes that erbe needed to be replaced. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: force triad generator had to be used to complete the procedure.